Manufacturer narrative:
Investigation findings: our laboratory evaluation of the product said to be involved confirmed the report of a product problem. The only portion of the device included in the return was the balloon with balloon tip. The catheter was not included in the return which made it difficult to perform a complete evaluation. The associated wire guide was also not included in the return. During a visual examination of the balloon, it was observed that the balloon material had separated from the catheter at the proximal end. The balloon material does not appear to have been cut from the catheter; however, it appears that the area between the balloon material and catheter was not manufactured to specification resulting in balloon material separation from the catheter. A meeting was conducted with members of production to further investigate balloon material separation from the catheter. During the meeting, an air pocket was observed at the proximal balloon neck. Based on a close visual examination, it is possible that the top and bottom portions of the balloon neck were cured to specification, however the sides were not cured properly, thus resulting in balloon material separation. The lot number was researched to check if any product was in our possession. Other than the product returned, all product from this lot had been distributed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: it was discovered during our investigation of the returned device that there was presence of an air pocket in the balloon neck. It was also concluded that the area between the proximal balloon neck and catheter may not have cured properly, thus resulting in balloon material separation. The manufacturing instruction ensures that the area between the proximal balloon neck and blue catheter are cured to specification. It is further visually verified 100% that there are no air pockets or damage present in that area. If the balloon material does not remain attached to the blue catheter, this will be considered nonconforming. This is a likely cause for the reported observation. The appropriate personnel were notified of this occurrence. Prior to distribution, all hercules 3 stage wire guided esophageal-pyloric-colonic balloons are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal dilation procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was impossible to deflate the balloon during [the] esophageal dilation. There was no reportable information at this time. The device was received for evaluation on 24-sep-2018. Only the balloon was returned. The balloon appears to have been pulled off the end of the blue catheter. No cuts or breaks can be seen in the balloon. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.